Event description:
Healthcare professional reported no complaint against the device against the right side. It was later determined that the device was implanted after the listed device expiration date. The device has been explanted.

Event description:
Healthcare professional reported no complaint against the device against the right side. It was later determined that the device was implanted after the listed device expiration date. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: no complaint against the device: no observations are performed for the complaint as the event is no complaint against the device. Additional observations: observed 40 mm dark patch edge material inside gel device. Deformation observed. Crystalline observed in the gel. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture to contralateral side, use error.